Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. The customer did not require hospitalization and confirmed no serious injury occurred. The customer treated the high blood glucose with the pump. The customer mentioned there was a crimp in the tubing.